Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Boston scientific technical services (ts) confirmed that the shock impedance measurements have been fluctuating since implant. As a result, ts suspected the fluctuation of shock impedance are most likely caused because of patient condition or environmental noise. No changes were planned for the system. No adverse patient effects were reported.

Event description:
Subsequent information was received that indicated the out of range shock impedance measurements continued. No adverse patient effects were reported.